Event description:
This stent used in renal artery which was predilated. The balloon went up at nominal pressure with stent at 8to9 atm, with no waste in balloon. Balloon was deflated but wouldn't come out. Angiogram showed stent had recoiled and was pressed up against inside of lumen preventing removal of balloon. Had to advance guide into stent to pull balloon back into guide to get it out. Then went in with a 6x20 balloon to post dilate stent. This balloon couldn't be removed either because stent had collapsed into the lumen. Then advanced guide back into the stent thru to the distal end to pull the balloon back into the guide and remove the guide and balloon as a unit. Another stent was deployed to adequately cover the lesion. No patient injury was reported.